Manufacturer narrative:
Service was dispatched. The field service engineer (fse) removed and cleaned the flowcell, replaced the carbon bridge ((B)(4)), primed the system with (B)(4) bleach through straws and (incidentally) cleaned all co2 lines and components. Failure mode is unknown. Service replaced the carbon bridge, but also cleaned the flowcell and lines. Either action could have caused or contributed to the event. (B)(4).

Event description:
The dxc 600p generated false low na (sodium), k (potassium) and/or calc (calcium) results for 50-60 patient samples. Results were not reported out of the lab. The customer was aware of the issue because na qc recovered low, but since the customer did not know how to disable the ise module, continued to run the patients along with the cartridge chemistries (which were not affected). The customer did not report any of the ise results, and opted to either send them out for rerun, or wait until the instrument was repaired. Results for four (4) patient samples were provided.